Event description:
The pt's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced vaginal mesh erosion, vaginal discharge, rectocele and abdominal discomfort. Complaint # (B)(4).